Event description:
It was reported by the affiliate that during a liver resection procedure, when the flex was fired across the liver the cartridge was pushed out. The surgeon thinks the scrub nurse couldn`t have put the cartridge in correctly. It is possible that the cartridge was not fully clicked into place. It is unknown how the procedure was completed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
Boston scientific crm received information that a longevity estimate was requested for this cardiac resynchronization therapy defibrillator (crt-d); however, there was no access to historical voltage data. This device is included in the shortened replacement window (srw) advisory. Technical services (ts) did not provide a longevity calculation and recommended monthly follow up visits until the srw status was confirmed with voltage information. At this time, it is uncertain whether this device is affected by the srw advisory. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.